Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: lo mmol/l ( less than 0.6 mmol/l) and 21.1 mmol/l using the guide meter and 13.41 mmol/l (laboratory).